Event description:
As reported: manta deployed after removal of bypass pump from left common femoral. Bleeding did not stop and entire manta was found inside the artery. Cutdown performed and manta removed from artery.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number, indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following removal of a bypass pump for a aaa repair, an 18f manta was deployed for closure in the left common femoral artery. Deployment depth measurement recorded was 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, bleeding did not cease, and the manta was found deployed completely inside the artery. Surgical cut down was completed to stop the bleed and explant the manta device. The proctor noted the deployment procedure was not performed per the IFU; however, no further information was submitted. Numerous cases for intra-arterial deployment have been established. However, due to insufficient information regarding initial and deployment procedures, patient conditions and environment, no angiograms or device return for investigative purposes, the exact cause for this intra-arterial deployment is undeterminable. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.